Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water-tube and air/water-cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The presence/clog of white foreign matter in the air/water (a/w) cylinder and aw channel was confirmed, but it was not possible to identify the foreign matter. It is unknown if reprocessing was carried out according to the instructions for use. No physical damage was found in the area where the foreign object remained. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.